Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A moderate baseline effusion was noted prior to the procedure around the right ventricle (rv) and at the apex. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. After a recapture of the closure device, a drop in the patient blood pressure was noted. A puff of contrast was given, and a perforation was noted. A pericardial tap was performed to treat the effusion located at the rv and apex, and a pigtail drain was put in. The effusion continued to grow. The physician attempted one more time to close the appendage with the 31 mm closure device before giving protamine and getting out of the la, but the device shape did not look acceptable and the images on transesophageal echocardiography (tee) were unable to show device positioning for position, anchor, size and seal (pass). The closure device was recaptured and removed. Cardiothoracic (CT) surgery arrived to place a pericardial window and relieve fluid from pressuring the heart. Approximately 1.5l of bright red fluid was drained and re-transfused back to the patient. A chest tube was inserted, and the patient was transferred to cardiovascular intensive care unit (cvicu). The patient remained hospitalized as of (B)(6) 2025 but was recovering well per the physician. There were no further complications.